Event description:
The pt has a history of sah. The first coil, gdc 10-2d 2-diameter synerg detection circuit 5mm x 15 cm, deployed in the lesion without any difficulties. This device was removed together with the tracker excel-14 microcatheter when the second coil, gdc 10-soft synerg detection circuit 3mm x 6 cm, was removed after detachment. The first coil came out of the aneurysm suddenly; deletion of this coil was tried, but it was not successful. The procedure was abandoned. Paralysis appeared with the pt on the same night. The coil was removed by craniotomy. The paralysis did not improve after the procedure.